Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC team at the hospital has experienced issues with the microintroducers being rigid, catching onto the skin, and the tip of the introducer bending for the past 1.5 weeks (estimated time frame of august 11th-22nd). They estimated that this has happened around 7 times during that week in a half time. No introducers were saved and only one lot number was provided from this team. No impact to patient. This report addresses the second device.